Manufacturer narrative:
Visual assessment of the device showed the needle is bent. No ts or suture were returned. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Device history review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. With the condition of the returned device use error cannot be ruled out.

Event description:
It was reported that the t2 was not deployed.